Manufacturer narrative:
A ge rep evaluated the system and reloaded software. No pt injury was reported.

Event description:
The customer reported, the system locked up during boot up. No pt injury was reported.